Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up information identified the physician explanted and replaced the patient¿s ipg, resolving the issue.

Manufacturer narrative:
The methods, results and conclusions codes will be included in the final report.

Event description:
It was reported that the patient's ipg became inoperable. Surgical intervention may take place at a later date to explant and replace the patient's ipg.